Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on keypad traces. Pump was monitored for 24 hours with multiple basal rates. No blank display, pump shuts off or display anomaly noted. All operating currents were normal. No damage inside pump noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer's stated that the device will shut off randomly and the esc isn't working all the time. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.